Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported having to insert 150 units of insulin into their reservoir because insulin was not traveling through the tubing. Customer's blood glucose was unknown. Customer also stated their no delivery alarm was resolved by a complete set change. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.